Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel and rotary encoder were replaced, and the unit was returned to service.

Event description:
The hospital reported the control panel keypad was not operating as expected, possibly causing an inability to switch mechanical ventilation modes. There was no report of patient involvement.